Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. There were no fluid leaks in the test cassette during the treatment test. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data history for the returned cycler. A review of the patient¿s treatment records identified that the patient drained 7619 ml during drain 3 of the treatment. This drain volume is 317% of the patient's maximum fill volume of 2407 ml. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was having draining issues related to their catheter but they were unaware of the iipv. The pdrn stated that the patient is trained on continuous ambulatory peritoneal dialysis (capd) if needed. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has transitioned to hemodialysis (unknown date) due to catheter issues.